Event description:
Pin inside of part broke while it was being used on pt.

Event description:
To date, co has rec'd add'l info from the mfg reporting site. The part in question was found to be according to spec and no product deviation was found. The complaint could not be confirmed and the conclusion in this case was that the complaint cause was due to possible user error.